Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product labelling is incorrect, it contained extra characters. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No product was returned therefore device analysis could not be performed. The complaint was confirmed. A device history record (DHR) review identified possible product size mix-up occurred. No other similar complaints against the affected lot number were received. This issue will continue to be monitored and further actions taken accordingly.